Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the device has its entry too wide and therefore it does not adhere well, causing leaks of the diet and water. Also, the device gets obstructed easily even after the washing technique was used.